Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location due to the recalled sets. The customer went to the emergency room after losing consciousness for no reason, falling, and breaking their jaw. The cause of death was unknown. The caller stated that the pump was ok but the sensors were not. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller also mentioned possibly getting a lawyer. The caller declined to return the insulin pump for analysis.